Event description:
During a procedure to place a feeding tube, the physician used a cook endoscopy percutaneous endoscope gastrostomy set. The tip of the endoscope was placed inside the stomach. An incision in the abdominal wall was made (through skin and subcutaneous tissue into the stomach). The needle and cannula unit were inserted through the skin incision into the stomach and the needle was removed leaving the cannula in place. The floppy tip of the wire guide was placed through the cannula and into the stomach. A snare was placed through the accessory channel of the endoscope and used to grasp the floppy tip of the wire guide. The endoscope and snare were removed simultaneously in an effort to advance the wire guide out of the pt's mouth. This is performed so that the wire guide is protruding from both the pt's mouth and incision site. This is necessary for feeding tube placement. Placement of the feeding tube was a success. However, at some point during feeding tube placement, the wire guide became damaged and the outer coiled coating unraveled. After successful tube placement, the wire guide is extending from the feeding tube that is extending from the pt's stomach. The feeding tube is soft and is intended to be trimmed (cut) externally for attachment of the feeding adapters after the wire guide has been removed from the pt. After unraveling of the wire guide coating, the physician left the wire guide in place and cut through the feeding tube as well as the wire guide. The physician was able to manually remove the wire guide from the pt after cutting both the feeding tube and wire guide external to the pt's abdomen. A foreign object did not have to be retrieved from the pt. As a precaution, the pt underwent a CT scan to check for perforation. A perforation did not occur. Other than the CT scan, the pt did not require any additional procedures related to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The date of occurrence is during the (B)(6) 2008 time period. Eval: as part of our eval, the wire guide device was returned to our approved wire guide supplier for eval. Separation of the outer coiled wire guide coating from the core wire at the distal end was confirmed. This separation allowed the outer coiled coating to elongate and unravel. The most likely cause for this occurrence is in the application of excessive pressure. This wire is inspected 100% for adequate strength prior to distribution. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product was conducted. Based on this info, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: wire guide damage and removal difficulty can occur if the cannula is compromised. The instructions for use caution the user not to further tighten the snare after removal of the needle if using a snare wire around the needle cannula, because this may interfere with passage of the wire guide. If the cannula becomes compromised due to over-tightening the snare, resistance in passing the wire guide through the cannula may be prohibited. Resistance of this nature can encourage an application of excessive pressure on the wire guide during use. The outer coiled cable of the wire guide reportedly "unraveled" during placement of the feeding tube. If the cannula is compromised and additional pressure is applied to the wire guide, perhaps in response to resistance encountered, this can cause stretching and unraveling of the outer coiled wire guide coating. If additional pressure is applied to the wire guide itself, this could have caused the reported observation. Prior to distribution, all percutaneous gastrostomy sets are subject to a visual inspection for device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.